Manufacturer narrative:
This report is submitted on 5 march 2021.

Manufacturer narrative:
This report is submitted on december 18, 2020.

Event description:
Per the clinic, the patient experienced poor performance with the device. The device was explanted on (B)(6) 2020, and the patient was reimplanted with a new device on the same date.